Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Len062554r the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4). A d224drg implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2010. A 6937a implantable tachy lead: implanted (B)(6) 2010. A 4968 implantable pacing lead: implanted: (B)(6) 2010.

Event description:
It was reported the patient presented to the emergency room and oversensing was noted and there was a possible lead fracture. The lead was reprogrammed and the patient was discharged to home to follow up with physician. It was further reported that a lead integrity alert was triggered related to the oversensing and that noise was present. The lead was capped and replaced. No patient complications have been reported as a result of this event.